Event description:
It was reported that after an arthroscopic irrigation and debridement of the right knee, the pt presented edema to the right upper thigh, lower abdomen and genitals. The pump was set at 80mmhg and 100 flow. A total of five 3l bags of lactated ringers, and one 3l and one 1l bags of bacitracin irrigation were used. Customer reports the pt was taken to the recovery room (pacu) alert and oriented. No further pt information nor event details are available from the customer as of the submission date of this report. This device is used for treatment.

Manufacturer narrative:
Info has been requested from the user facility in regards to the return of the device. No response has been received to this date. A new customer contact was made on 02/14/08. A follow up report will be submitted upon completion of the investigation.